Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming that there was an error with the patient line and was not fully filling the pads then would not empty them. Per investigator notification received via task on 21mar2024, it was reported that there was a faulty temperature cable and water leak from drain ports, slow filling due to clogged fill tube filter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming that there was an error with the patient line and was not fully filling the pads then would not empty them. Per investigator notification received via task on 21mar2024, it was reported that there was a faulty temperature cable and water leak from drain ports, slow filling due to clogged fill tube filter.

Event description:
It was reported that the arctic sun device alarming that there was an error with the patient line and was not fully filling the pads then would not empty them. Per investigator notification received via task on 21mar2024, it was reported that there was a faulty temperature cable and water leak from drain ports, slow filling due to clogged fill tube filter.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be inadequate maintenance. However, this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.